Event description:
There was an allegation of questionable bil-d gen.2 and total bilirubin results from the cobas c 503 analytical unit. The samples were sent to another laboratory for comparison testing. This medwatch is for the direct bilirubin assay. Refer to the medwatch with a1 patient identifier (B)(6) for the total bilirubin assay. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.